Manufacturer narrative:
The lead is expected to be returned for testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant, this right ventricular (rv) lead was exhibiting low sensing, diaphragm stimulation, no capture at maximum device outputs and pacing inhibition. A revision procedure was performed and a perforation was revealed. A pericardial window was performed. Attempts to reposition the lead were unsuccessful as the helix would not retract. Upon removal of the lead, tissue was noted to be entwined in the helix mechanism. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.